Manufacturer narrative:
This report is submitted on june 10, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics in (B)(6) 2020 (specific date and duration not reported).